Event description:
Event description guidant received information that during follow-up evaluation of this pacing system, the day of the implant procedure but after pocket closure, no pacing output was observed in the ventricle. A setscrew issue was suspected and a revision procedure was scheduled later that day. During the procedure, the setscrews were tightened for the ventricular channel; however, ventricular pacing output was once again unable to be observed. The device was explanted and another model was successfully implanted.